Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was not working properly. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of this report and date received by manufacturer were inadvertently documented as jan 25, 2017 in the initial report. Upon complaint review, it was determined that the correct date for these two fields was may 30, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the control unit was not functioning, defective and the motor, control and coupling head were defective. It was also noted that the device failed pre-test for check the off/oscillation/on switch mode function, check the oscillation angle, switching function, triggers and electronic control unit function, compatibility between the small battery drive device I and the small battery drive device ii, function with the pen drive console and power with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.